Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found no damage or defects that would cause the soft cannula to become dislodged. The exact cause of the cannula becoming dislodged could not be determined. The device was received with the adhesive pad fully attached. The investigation of the adhesive pad and welds found no damage or defects that could contribute to failure to adhere. The exact cause of the reported failure to adhere could not be determined. The device was received with the soft cannula fully deployed. The investigation of the device found no damage or defects with the formed needle, soft cannula or bottom housing that could contribute to pain during insertion. The exact cause of the reported pain during insertion could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 13.9 mmol/l while wearing the pod between 25 and 36 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. The adhesive got caught underneath the pod and was pushing against the cannula, causing pain. As treatment, a new pod was applied.